Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 02-apr-2020.

Event description:
The customer reported an issue with the unit's display. There was no patient involvement.

Manufacturer narrative:
G4: 26jul2020. B4: 27jul2020. The visual inspection of this visual inspection of the liquid crystal display(lcd), display very dim but functional. The determination could be made that the device failed to meet specifications, the customer complaint was caused by heat related damage to the cold cathode fluorescent lamp submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 27may2020. B4: 27may2020. The manufacturer¿s field service engineer (fse) remotely confirmed the display issue. The fse provided part numbers for the touchscreen, and the customer replaced the touchscreen. Unit is back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.